Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received multiple inappropriate shocks. The right ventricular (rv) lead exhibited high impedances, oversensing, noise, and an apparent fracture. The lead was programmed off, and will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).